Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Boston scientific technical services (ts) discussed that the lead may not be making good tissue contact. It was later noted that the physician believed the patient had a perforation. The rv lead was reprogrammed sub threshold to allow for left ventricular (lv) lead pacing only. The system remains in service. No additional adverse patient effects were reported.